Event description:
A healthcare professional reported that the vitrectomy cutter was unable to perform the cut during vitrectomy surgery. The surgery was completed by replacing the pack with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).